Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-mar-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the medications were not showing on the es server. A technical support specialist tss remotely accessed the system and verified the sr version was 1.4.4. A retry error was identified and it was confirmed that transactions between the station and server did not match. A backup of the station database was created in dtempns4g.bak. The retry fix from ka medes retry insert into tx.storageitemtransaction was applied and verification confirmed the retry error was cleared. The station was communicating properly and the omnl report showed that the medications were no longer listed with inventory now correct. The tss spoke with the customer shared the findings and the customer confirmed that the medications were no longer showing on omnl and were correctly reflected in billing and patient profiles. Permission was given to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the loaded medications were not showing on the es server inventory report. They were only showing as pended in manage inventory. They had loaded some medications for a certain patient who would need them at a later time, but when they ran the inventory report on the es server, it did not show the medications as loaded. Medication ID riva2.5t2 loaded on half height cubie drawer 4.1 pocket a5 and ezet10ta51 loaded on half height cubie drawer 3.1 pocket a1 were the sample medications that had been loaded on the station but were not appearing on the report. There were no delay, no adverse events or injuries reported based on this event.